Manufacturer narrative:
Concomitant medical products: (4) non-bd alcohol caps; 100 ml baxter bag, lot: p375428, exp: sept-2019; (2) bd 10ml syringe; non-bd extension set. The customer¿s report of an unspecified failure was confirmed. Visual inspection of the set noted the filters air vent membrane was wetted/compromised. No other obvious issues or damages were observed. Functional testing confirmed leaking from the vent of the 0.2 micron ped filter. Pressures testing resulted in no leaking. The root cause of the noted leak from the filter vent was not identified.

Event description:
It was reported that there was an unspecified tubing failure on the 8wt bmt unit. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.